Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed. The logs were able to confirm errors 1153 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found. The complaint was confirmed based on failure analysis. While the definitive root cause could not be established from the findings in failure analysis, a possible cause may be attributed to electrical and fiberoptic defects pertaining to the dcib (dual camera interface board) of the ec.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable fault 1153 occurred. The system logs confirmed error 1153 reported by the endoscopic controller. The tse suggested that the vision side cart (vsc) could be swapped if the error persisted and recommended power cycling the system to recover from the fault. The customer power cycled the system and continued the procedure for several minutes until the fault reoccurred. After the reoccurrence, the customer swapped the vsc from the other system to complete the procedure. There was no reported injury.